Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/14/2021. H.6. Investigation: one used secondary set, model 11448964 lot 20083467, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. Slight tubing damage was also noticed towards the upper end of the set. No other defects were observed. The customer's complaint that the tubing separated below the drip chamber was verified. A device history record review for model 11448964 lot number 20083467 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that there was insufficient solvent applied to the tubing during the assembly process. It is also likely that the tubing damage was caused by a machine gripper that got stuck and damaged the tube, and may have contributed to the separation of the drip chamber. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component with lot #20083467 regarding item #11448964 h3 other text : see h.10.

Event description:
It was reported that sec set no ports w/hanger dehp free tubing separated. The following information was provided by the initial reporter: material #: 11448964, batch/lot # 20083467. It was reported that the tubing separated from below the drip when about to hang another medication. Verbatim: nurse had the secondary line primed with saline, and infused premeds. Nurse went to attach chemotherapy to secondary tubing, and secondary tubing fell apart before any chemotherapy could be attached. No other manipulation of the line or connection point had occurred, no squeezing or yanking of the tubing. Nurse witnessed tubing separate from below the drip when about to hang another medication. Tubing disconnected below drip chamber.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that sec set no ports w/hanger dehp free tubing separated. The following information was provided by the initial reporter: material #: 11448964, batch/lot # 20083467. It was reported that the tubing separated from below the drip when about to hang another medication. Verbatim: nurse had the secondary line primed with saline, and infused premeds. Nurse went to attach chemotherapy to secondary tubing, and secondary tubing fell apart before any chemotherapy could be attached. No other manipulation of the line or connection point had occurred, no squeezing or yanking of the tubing. Nurse witnessed tubing separate from below the drip when about to hang another medication. Tubing disconnected below drip chamber.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec set no ports w/hanger dehp free tubing separated. The following information was provided by the initial reporter: material #: 11448964 batch/lot # 20083467. It was reported that the tubing separated from below the drip when about to hang another medication. Verbatim: nurse had the secondary line primed with saline, and infused premeds. Nurse went to attach chemotherapy to secondary tubing, and secondary tubing fell apart before any chemotherapy could be attached. No other manipulation of the line or connection point had occurred, no squeezing or yanking of the tubing. Nurse witnessed tubing separate from below the drip when about to hang another medication. Tubing disconnected below drip chamber.